Manufacturer narrative:
Zoll medical (B)(4) representative went on site and evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through testing without duplicating the malfunction. The device was recertified. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with the customer's report.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device restart/reboot itself. Complainant indicated that there was no patient involvement in the reported malfunction.